Manufacturer narrative:
Trackwise# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not cutting as expected on branches. Did not appear to burn at all. The power setting on the power supply was 3. Serial # of the power supply (B)(6) . The new device worked fine. A new device was used to complete the procedure. There was a delay in the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h11. The device was returned to the factory for evaluation on 07/01/2025. An investigation was conducted on 7/2/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device did transect tissue four (4) times. No additional testing was conducted due to the condition of the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot#: 3000465362, history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.